Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent and that blood was in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure the helix mechanism was faulty. The lead was replaced. No patient complications have been reported as a result of this event.